Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed.. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same cases as MDR ID: 2134265-2016-11048. It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50x12mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, upon advancing the device, the physician noticed that couple of stent struts were bent. While the physician removed the device from the patient, the physician noticed that one of the stent struts were bent on the proximal portion of the stent. The physician then advanced a 2.50x12mm synergy ii everolimus-eluting platinum chromium coronary stent system however, same thing happened to the second device. The device was removed from the patient and the procedure was completed with a non- bsc stent. No patient complications were reported and the patient's status was fine.